Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the reported information, the reported unspecified tissue injury was related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first mitraclip was implanted medial to the beginning of the flail. A second clip was deployed in the flail area. A third clip delivery system (cds) was advanced and during grasping, it was noted the posterior leaflet was torn where the second clip was implanted. The third clip was not implanted and the cds removed. It is unknown if the third clip contributed to the leaflet damage. The procedure was aborted with the mr reduced to 3-4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.